Event description:
Per the clinic, the patient experienced skin irritation around the coil and subsequently was treated with steroid cream (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on november 11, 2021.